Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an elective replacement indicator (eri). There are no allegations against device function or longevity.